Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac). The customer tried two different scopes and maj-1430 pigtails. The customer took the scope to another room with the maj-1430 and it worked. The customer cleaned dust out of the cv-190 socket but still did not get a video image. . The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the subject device did not have an image. The issue occurred during the setup of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out video connector latch causing poor connection with pigtail. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: will not work when the therapeutic scope is plugged into the device due to faulty patient board set. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.